Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet with a dexcom g7 continuous glucose monitor (cgm) experienced a temporary loss of cgm signal to the ilet while cgm data remained visible in the dexcom app, and the ilet resumed displaying readings without intervention. No adverse clinical symptoms were reported. Outcomes included no long-term injury and restoration of cgm data on the ilet. User support included troubleshooting and education regarding cgm-to-pump connectivity. Investigation of this case revealed a communication interruption limited to the ilet interface, with the dexcom sensor and transmitter continuing to function, consistent with intermittent wireless connectivity or pairing disruption rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption attributable to external or environmental interference.